Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the occurrence of error message (sf75). Physical inspection of the unit determined that the error message (sf75) was due to contamination of the pneumatic block from mishandling of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to software calibration. There was no patient harm or serious injury reported as a result of this incident.